Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 24 mg/dl after changing infusion set. Customer was found by daughter barely responsive and was treated with soda. Customer believed that low blood glucose was due to recalled infusion set. Insulin pump would not be returned for analysis.